Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys cea assay results for 1 patient sample tested on a cobas 8000 e 602 module. The initial cea result was 17.12 ng/ml and the repeat result was 2.67 ng/ml. There was no allegation of an adverse event. The cea reagent lot number was 31773400 with an expiration date of 30-jun-2019. The field service engineer did not find an issue with the analyzer. The initial investigation determined that the calibration and qc were acceptable. There were no indications for a performance issue of the reagent or the instrument.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.